Event description:
"It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. (Sae info) no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-175980 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 07/11/2025 it was determined this complaint is not reportable. Medical review also deemed the record non-adverse. Complaint is not reportable per (B)(4).